Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported, pain level of 9 with step 11. And says, they do not fit at all. No additional information was reported.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative). Note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient reported that: they had recession on tooth and were feeling terrible. Update 5/10: yes, there is pressure. I feel the aligners are fitting poorly and requested impressions but was told the gaps are within acceptable limits. They required gum graft due to the recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.